Event description:
Patient reported they have been using the aligners for almost a year and they have not worked for them. Their front tooth is still crossing over their other front tooth. They have also developed receding gum line. At check in patient marked true to periodontitis, and sensitivity. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.